Event description:
A patient implanted with an implantable neurostimulator (ins) reported that the stimulator is not helping with leg pain. The patient¿s indication for use is non-malignant pain. The patient reported that they can¿t get pain medication anywhere.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.